Manufacturer narrative:
Film evaluation summary: from the pre-implant films provided the exact cause of the proximal type I endoleak observed during implant could not be determined. Images at implant were not provided; the stent graft in-vivo configuration and reported endoleak could not be assessed. The reported hourglass proximal neck was confirmed in the pre-implant films provided, ranging in diameter from ~29 ¿ 25 ¿ 29mm along the proximal 13mm of neck length. It is possible that this challenging neck diameter profile contributed to the endoleak, due to lack of complete stent graft apposition along the 1st covered stent. Images during and post-implant of the endoanchors, which reportedly resolved the endoleak, were also not available for review. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 53 mm in diameter abdominal aortic aneurysm. The proximal aortic neck had an hourglass shape. It was reported that during the index procedure the endurant ii stent graft bifurcate was deployed with the distal end of the first stent graft ring in a narrowed aortic section below the renal arteries. The proximal end of the stent graft bifurcate was not apposed at the level of the renal arteries. The proximal end of the endurant ii stent graft bifurcate remained the same diameter as the narrowed section of the hourglass shaped aortic neck and a large proximal type I endoleak was observed around both lateral edges of the stent graft. The physician elected to balloon with two different manufacturer¿s balloons but the endurant ii stent graft was still not apposed to the aortic wall and flow was still observed around the stent graft and distal to the narrowed section of the proximal aortic neck. The physician then elected to implant eight aptus endoanchors primarily positioned on the lateral aspects of the endurant ii stent graft bifurcate. After implanting the aptus endoanchors apposition to the aortic wall was achieved. The physician observed a very slow flow into the larger proximal aortic neck section but there was no apparent flow into the aneurysm sack. The physician elected to complete the procedure and the event was resolved. Per the physician the cause of the event was due to the patient anatomy of a narrowed proximal aortic neck just below the level of the renal arteries that constrained the first stent ring of the endurant ii stent graft bifurcate. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause of the alleged infolding of the bifurcate leading to the proximal type I endoleak cannot be conclusively determined from the two still images received. Additional films during the implant procedure, and films during the secondary intervention, where additional ballooning was performed, were not provided. The complete stent graft in-vivo configuration cannot be assessed. The two images at the implant procedure showed that endoanchors were implanted into the proximal margin of the bifurcate stent graft. There were narrowing in the bifurcate main body at ~ 1 cm below the top of the graft fabric; however, the alleged bifurcate infolding cannot be visualized or assessed in the 2d angio images provide. The images also showed that the suprarenal stent on the left side did not appear to be completely apposed to the aortic wall. Contrast was seen at the distal aortic neck, but not feeding the aneurysm sac. It is possible that the patient anatomy of narrowing in the infrarenal aortic neck may have constrained the first stent ring of the bifurcate main body, which then translated to the incomplete proximal seal between the proximal bifurcate main body and the aortic wall, that led to the proximal type I endoleak.

Event description:
Additional information received as follows: it was reported that the was some infolding of the stent graft on a follow up CT and a small type ia endoleak was present. Two weeks after the follow up CT the patient was brought to the operating room to re-balloon the stent graft. Imaging on the day of the procedure showed the infolding but no endoleak. The body of the stent graft was dilated using sequentially larger kissing balloons from another manufacturer. After each dilatation the imaging continued to show infolding. Since there was no endoleak and the infolding appeared to be non-symptomatic, the physician decided to leave the infolding.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.